Manufacturer narrative:
Device not returned.

Event description:
It was reported that a malfunction alarm occurred. Customer¿s blood glucose level ranged from 192-193 mg/dl. Reportedly, the customer contacted the healthcare provider to obtain alternate insulin therapy.